Event description:
It was reported the system would not start up (no boot). There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The smart power switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.